Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 as the surgeon was concerned that the skin on top of the burr hole cover was eroding and may become infected. As such top of burr hole cap was removed and covered with a flat cranial plate. The burr hole cap was successfully modified to complete the procedure and address the issue.

Manufacturer narrative:
B3- date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision of their burr hole cover. The surgeon was concerned that the skin on top of the burr hole cover would erode and become infected. During the revision, the top of burr hole cap was removed and covered with a flat cranial plate. No product was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.